Event description:
It was reported that the patient experienced left lower extremity weakness and severe pain following a trial procedure. The physician noticed that the patient was leaking cerebrospinal fluid after the leads were successfully placed. The patient underwent a lead pull procedure and was given steroids. The explanted leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221850e0 model: sc-2218-50e serial: (B)(6). Batch: (B)(6).